Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath (clear) was selected. During the procedure, when inserting the farawave catheter inside the faradrive sheath and aspirating the sheath, the physician was continuously aspiring air inside the syringe. The physician tried blocking the valve with his finger and manage to clear the air from the sheath. It was deduced that the sheath's valve was damaged, the device was replaced and the procedure was completed successfully. No saline leak was observed, nor air inside of the patient. There were no patient complications.